Event description:
During product evaluation by a baxter service technician, a micromix compounder failed a gravimetric accuracy test on station 2 (25.4ml). "This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective a/d circuit board and relief solenoid. To correct the condition, the a/d circuit board and the relief solenoid were replaced. If any additional information is received, a follow up MDR will be sent. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.